Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump, and no visual indications of particulates within the cassette area. Additionally, there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the screen brightness check failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2405 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. Upon power up, the set time/date function failed and an s_003 alarm occurred. The battery was replaced on the functional board and the cycler then powered on without any failures or problems. The cycler was set to the current time and date, and the cycler was then powered off. The cycler was powered back on it was confirmed that it was able to hold the current time. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed. Additionally, it was found that the cycler had an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that the patient¿s liberty select cycler had an ¿s_003 ¿ battery ram error¿ that occurred on power-up. The alarm occurred twice. The patient was not connected to the cycler. The ts representative advised the caller to discontinue use of the cycler, and a replacement cycler was issued to the patient. The contact was advised to notify the patient¿s pd registered nurse (pdrn) of the replacement. It was confirmed the patient knew how to perform continuous ambulatory peritoneal dialysis (capd)/manual pd therapy. The patient had three boxes of capd supplies to use in the absence of a working cycler. The caller stated the patient would use capd supplies to complete pd therapy manually. Upon follow-up, it was confirmed that the patient was able to complete pd therapy on the day of the reported event. It was also confirmed that there were no adverse effects experienced and no medical intervention was required as a result of the reported event. The cycler was returned to the manufacturer for physical evaluation, and the replacement cycler was expected to arrive the day after follow-up was performed. Upon evaluation of the returned cycler, an internal short was identified on the transformer of the inverter board.